Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they have been unsuccessful in lowering their levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was over 600mg/dl. Troubleshoot was conducted. The needle guard was noted to still be in place. The customer decided to stop troubleshoot and attributed their high levels to the needle guard never having been removed. The customer was walked through complete set change. No further assistance was needed at this time.